Event description:
Customer reported that the battery charge of their pump dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform a series of steps to troubleshoot the issue, but the indicated battery charge continued to decrease. Consequently, technical support decided to replace the pump, which was under warranty, and provided the customer with instructions on storage mode and returning the faulty pump within ten days using a pre-paid label. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.